Event description:
The technician alleged the head of bed would drift down slowly. No reported injury.

Manufacturer narrative:
The technician cleaned and degreased the hed brake spring to resolve the issue.